Event description:
Healthcare professional reported right side "something in port that should not be there". Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: foreign material on implant.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: foreign material on implant: nothing unusual is observed in the valve. Additional observations: the device is intact and functional. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "something in port that should not be there". Device was not implanted.

Event description:
Healthcare professional reported, right side. "Something in port, that should not be there". Device was not implanted.